Event description:
It was reported through an implant card that a vns pt underwent generator and lead revision surgery due to both battery depletion and lead discontinuity. The impedance value after surgery was marked to be ok. At the moment good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.